Manufacturer narrative:
Continuation of concomitant medical product(s): 383069 lead, implanted: (B)(6) 2010; 0125 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a high threshold reading. It was also noted that the left ventricular (lv) lead exhibited a rise in thresholds that resulted in a high reading. Both the ra and lv leads remain in use. No patient complications have been reported as a result of this event.